Event description:
During a follow-up, the right ventricular (rv) lead was noted as dislodged due to twiddler's syndrome. The rv lead was explanted and replaced to resolve the event and the patient was stable.

Manufacturer narrative:
As received, a complete lead was returned in one piece. Visual examination did not find any anomalies on lead body. X-ray examination noted the inner coil being slightly over-torqued in the connector region which was consistent with procedural damage. Electrical tests did not find discontinuities or shorts on any conduction paths. Helix extension length was measured within specification.